Manufacturer narrative:
Problem statement: the hospital and patient¿s relatives do not believe the cause of the patient's injury was due to the ventilator. After the patient was on the device for 4 days, it was found that the patient had hypoxia. The patient's condition is now stable. Resolution and disposition: the device passed all self-inspection, no software and hardware malfunction was found on the device.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) evaluated the unit while onsite. The fse reported the infected filter was replaced and education about how to properly disinfect the filters was provided to the customer. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the adverse event. Patient information was requested and partial information was provided. The patient's year of birth is 1954. The patient's initials were not provided. .

Event description:
The customer reported the filter is defective; the patient cannot get full therapy. The manufacturer's field service engineer (fse) clarified the filter is not defective, but was not disinfected regularly. The customer reported there was patient involvement and harm to the patient. The fse reported low blood oxygen saturation; resulted in respiratory failure. The ventilator was removed from the patient and was replaced with a different ventilator.